Event description:
Medtronic received a report of a pipeline device that failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the internal carotid artery c6 segment with a max diameter of 7.89mm and a 4.21mm neck diameter. The landing zone (artery size) was 4.25mm distal and 5.1mm proximal. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure was , "the flow-diverting stent was well apposed to the vessel wall, contrast retention was observed within the aneurysm, and the procedure was completed successfully." It was reported that, "during the procedure, the distal end of the flow-diverting stent failed to open. When the microcatheter was w ithdrawn to the mid-lesion segment, tension was adjusted by increasing and decreasing push-pull forces; however, the stent still could not be opened. Two attempts at redeployment after partial withdrawal were unsuccessful. After removal from the body, it was obser ved that the distal end of the flow-diverting stent could not self-open." It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The pipeline was not used for any indication that is not approved (off-label).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.